Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Hip revision due to dislocation with change of the femur head prosthesis and wire cerclage.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: g7 10 deg arcomxl liner 32mm d, ref: 01000770, lot: 3199692. Reported event was confirmed by review of surgical notes and radiological materials provided by the hospital. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Investigation is completed based on current available information. The legal case is on-going. If any additional information becomes available, then the complaint will be reopened and investigated, and subsequently a supplemental report will be provided where deemed required.

Event description:
It has been reported by the patient's legal representative that the patient underwent an initial hip arthroplasty. Subsequently, a revision procedure was performed due to dislocation and periprosthetic fracture of the femur. The femoral head was exchanged and cerclage wire was placed to fix the bone fracture. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Hip revision due to dislocation with change of the femur head prosthesis and wire cerclage.